Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "I received some information from...regarding a surgeon who is an avid mako supporter and user. He expressed some concerns over press-fit femoral fit" case 2: femur loosening was observed. Case 2 of 3.